Manufacturer narrative:
The manufacturer is currently performing an investigation and will provide the results with the supplemental report.

Event description:
On april 13, 2026, senseonics became aware of a hyperglycemia event. The patients' sensor glucose (sg) level rose to 163mg/dl, the capillary blood glucose was 285mg/dl. The device's high glucose alert threshold was set by the user to 250mg/dl. The users sg readings did not exceed the high alarm threshold. The patient resolved the event by self-administering insulin.